Event description:
Customer reported the following: an IV pump set to infuse primacor (milrinone lactate) 200mcg/100ml at 11.5 ml/hr bolused into a pt in less than 20 minutes. Clinical staff was called and he checked the pump and reported the pump was properly set and it malfunctioned by bolusing the medication. The display indicated that there was supposed to be 89 mls left in the empty bag that was hanging on the pole. The pt was evaluated. Intervention of a fluid bolus was given for his low blood pressure and blood pressure was monitored hourly. The pt was already on telemetry but experienced no changes in his rhythm.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.